Manufacturer narrative:
The device was returned to olympus for inspection. The following reportable malfunctions were identified during the device evaluation: dirt or dust problem identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure to clean adequately but, a definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the tracheal intubation videoscope had dirt on the objective lens. There was no patient involvement.